Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on rest (por) for write to locked ram, addr =1867, data=e0 on (B)(6) 2012. Also, a patient alert for por on (B)(6) 2012. (B)(4).

Event description:
It was reported that there was an electrical reset on the implantable cardioverter defibrillator (ICD). The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.